Manufacturer narrative:
Concomitant products: addr01, ipg, implanted: (B)(6) 2011; 407645, lead, implanted: (B)(6) 2010.

Event description:
It was reported that there was a right ventricular (rv) lead impedance increase and impedance has trended upward. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.